Event description:
A pt was undergoing a laparoscopic roux-en-y gastric bypass operation for morbid obesity. The physician inserted a endo-gia stapler, to create a small gastric pouch with 3 fires of the stapler, 1 horizontal and 2 vertical. Then created an enterotomy between 2 sutures, by inserting the stapler and creating a 2 cm anastomosis. The physician complained that the endo-gia stapler misfired. Specifically the endo-gia stapler, stapled but the blade got off track.